Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: wakayama city wakayama prefecture.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.